Manufacturer narrative:
Type of reportable event: "serious injury" chosen because this was an expected adverse event that required the patient to endure a re-operation, which is similar to a serious injury for this procedure. The adverse event was discovered after the event and the hospital had disposed of the valve, so could not evaluate it. The device history record was reviewed and the valve was found to have been built per specifications. Presumed disposed of at hospital

Event description:
While entering tracking database implant information, a patient was observed to have received a second implant of the same position (aortic). The surgeon's office was contacted and the operative notes were obtained, which explain why the re-do aortic valve replacement (avr) was done. The patient was diagnosed with paravalvular leak (pvl). Patient was re-operated and a new valve onxace-21, s/n (B)(4) was implanted. The valve being explanted had dehisced just right of the right coronary commisure. Intraop transesohpageal echo showed no pvl post valve replacement. Patient transferred to ICU having tolerated the re-op well. The reason this is being reported is pvl is defined in the aats/sts guidelines as valve-related and reportable. It is also an expected adverse event, and is listed among the expected adverse events possible for a heart valve patient, in section 5 of the IFU.